Event description:
The neurological intensive care unit nurse reported the retention balloon would not deflate. The flexi-seal fms was inserted on (B)(6) 2014 at 10:00 pm. The signal indicator did not 'pop up' after inserting 40 cubic centimeters of water. The nurse inserted an additional 5 cubic centimeters of water for a total of 45 cubic centimeters of water into the retention balloon. On (B)(6) 2014 at 02:00 am the nurse noted the flexi-seal fms was leaking. The nurse withdrew 10 cubic centimeters of water from the retention balloon. She could not withdraw any additional water from the retention balloon and she had another nurse irrigate the device. The retention balloon would not deflate. The device was working and was not removed at that time. It was further reported the day shift on (B)(6) 2014 found the flexi-seal fms had self deflated and was lying in the bed with the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There is one (1) additional report for this device. An individual FDA form 3500a will be submitted for the additional issue. There wer no reports of the patient being harmed as a result of this malfunction. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.